Manufacturer narrative:
Batch record review of lot c317 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, as part of therakos' six sigma program for continuous improvements and to reduce the occurrence for these type of events as low as possible, CAPA (B)(4) is already opened to investigate centrifuge bowl leaks/breaks. Service order (B)(4) completed: service engineer cleaned/disinfected unit and performed system checkout procedure. The assessment is based on info available at the time of the investigation. No product was returned for investigation at the time of this report; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4).

Event description:
Customer biomed called to report bowl break during treatment procedure. Css asked customer to provide further details of the event. Customer stated she was not the end user. Css contacted the end user. Customer reported centrifuge bowl broke at 162 ml whole blood processed. Customer stated when they looked in the centrifuge, they found the bowl broken into pieces and the lead detector strip was ripped off. Customer aborted treatment procedure with no return of blood/products. Css asked if anyone was exposed to contaminated/biohazard material when the event occurred. Customer stated no one was exposed to biohazard material, it was all contained within the centrifuge and the door was closed. Customer stated patient is stable. Css asked if there were any alarms during prime, customer stated no there were no alarms. Customer stated the bowl was locked into place. Service order (B)(4) was dispatched. Customer did not return product for investigation.